Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the prograsp forceps grip broke mid-procedure. The customer stated that they were able to extract the instrument, but part of the broken grip was within the patient's body. The customer was wondering whether this part could remain on the patient's body. The intuitive surgical, inc. (Isi) technical service engineer (tse) forwarded the customer the prograsp biocompatibility letter and informed him that the prograsp forceps grip tip was made of stainless steel and not likely to pose toxicological concerns. However, an unretrieved fragment within the abdominal and pelvic cavity could result in harm, ranging from small bowel obstruction able to be managed non-surgically to the formation of adhesions causing female infertility or reoperation to remove the retained fragment. The customer stated that they would follow the hospital's protocol to remove the foreign object. The customer was planning to use x-ray to find the missing piece before finishing the procedure. The customer was planning to call back with the result. The customer sent pictures for review. Upon revision, the tse realized that the instrument grip was not broken. The customer stated that the surgeon stated it was just one of the cables that had broken. They used x-rays anyway to confirm that no fragments were inside the patient, and there were clearly no fragments inside the patient's body. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Review of the provided image was consistent with the complaint of the instrument's grip cable being broken, not the actual grip.